Manufacturer narrative:
Complaint not confirmed as the suture construct was not returned. The most likely cause of this type of event includes entangling of the suture which can create another knot while deploying, inadvertent fraying or nicking the suture and/or an improperly tied knot. A likely cause of the damaged observed at the distal end of one depth stop is mishandling of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during anterior cruciate ligament (acl) the slip knot couldn´t be tightened. Thereby the knot blocked and the anchor was pulled out of the capsule, without slipping of the knot. The surgery was finished successfully. It was not necessary to do a second surgery. Update 11-dec-2019: there was no harm for patient, user or third-party. The surgery was finished successfully with a meniscus punch. The surgical technique had to be changed from meniscus refixation to meniscus resection.